Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc catheter was defective/damaged. On (B)(6) 2025, while administering fluids, the nurse noticed a crack in the stems of the indwelling needles, which did not cause any harm, and was replaced with another pair, which was of intact and good performance quality.

Manufacturer narrative:
1. DHR/bhr review(lot#4296359): 1) the products of this batch were assembled at intima ii auto line 3 in (B)(6) 2024, and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(6). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained samples of this batch are taken for visual inspection; no similar defect is found. 45psi leakage test is carried out on the sample, the test passed, and no leakage was observed in any part of the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.since no defective sample has been received for relevant tests, so the root cause of the complained defects cannot be determined.the plant will continue to track and trend for this issue.

Event description:
No additional information available.